Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a patient disconnect error message. The ventilator was not in use at the time of the event. The service engineer (se) inspected the device and was found the seal missing from exhalation flow sensor (evq). The se re-installed seal at evq, performed extended self-testing on the device and all tests passed.